Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in use. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to load a new cartridge following guidance, the alarm persisted, leading to the decision to replace the pump. The customer was informed of the replacement, which was covered under warranty, and a new pump was provided to ensure uninterrupted insulin delivery.